Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient's ins was at end of service (eos), when the rep read the battery today the voltage was at 2.53v. There was an allegation/dissatisfaction with ins longevity. The rep stated that all impedances were 800-1400 and believes the therapy impedance was 900. 3v 120pw 180hz, 24/7 use. 2.54years to eri - 2.79 to eos the rep added that the patient had no therapy complaints and was on 2.8v for years and recently increased to 3.0v. The ins was changed out today and will be sent back for analysis. No symptoms reported.